Event description:
The customer reported the white blood cell (wbc) bath of the coulter ac·t diff analyzer was overflowing while completing a reproducibility procedure and the red blood cell (rbc) results had been trending low on quality controls. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the white blood cell (wbc) bath was not draining. The fse replaced valves lv13, lv14 and lv15, resolving the wbc bath overflow. The fse performed quality controls and patient samples were rerun for verification post repair. All test results were within specifications. (B)(4).